Event description:
The plaintiff alleges that while working as a nursing assistant plaintiff wore and was continuously exposed to antigenic natural latex proteins in latex gloves. Plaintiff alleges that during the month of the event date, following a skin test, plaintiff was diagnosed by a dr. As being allergic to latex, plaintiff also alleges that plaintiff has become sensitized to latex, and is now subjected to increased health risks. Plaintiff further alleges that as a result of this sensitization to latex, plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Furthermore plaintiff allleges that plaintiff has suffered substantial injury, pain and suffering as well as economic loss. Finally, the plaintiff's spouse, alleges that they have suffered the loss of support, services and companionship of the plaintiff.